Event description:
It was reported that drug under infusion occurred. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. No other analysis was performed. A device history review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).